Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and non calcified shunt vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. It was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 90% stenosed target lesion was located in the moderately tortuous and non calcified shunt vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation; however, during the second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. It was replaced with a non-bsc balloon catheter and the procedure was completed. No patient complications were reported. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 15mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 24 atmospheres. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.